Event description:
It was reported that an external pulse generator (epg) does not stay powered on and powers up to rate 86 and output - atrial at 6 ma. It was also reported the device was not powering on consistently. "When on it shuts off when removed". The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).